Manufacturer narrative:
Additional information received via email from customer and attached by smiths medical in complaint on 06-dec-2021: with it being a large quantity of pumps not working, I believe they had the problems before giving them to the patient to use. I do not think there is just one specific patient for each pump that had a problem. Also, when I was informed about the pumps not working, I tried to test them myself and got the same result.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device re-calibrated during preventative maintenance. There was also a reported air in line. It is unknown if there was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.